Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2018.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement due to inadequate stimulation. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility.